Event description:
It is reported the skin tore when the aquacel foam dressing was removed.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Per the complainant, the patient had been using the mepilex border and the hollister skin prep. When the conversion went through she started to use the aquacel foam and skin protective wipes. It was further reported the wound has not progressed as it was when the mepilex was being used and has extended her home care time due to slowed healing. Several other nurses report the aquacel foam has not been sticking and they have been having to tape the dressings in place since they do not last as long as the mepilex. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Third party manufacturer: (B)(4). Note: the actual date of event is unknown, so the date used was the date convatec became aware.